Event description:
Customer was having chest pains so family member called paramedics. The customer's blood glucose was checked and the result was 67mg/dl. Family member gave patient a peppermint before paramedics arrived. 30-45 minutes later paramedics tested and the result was 250mg/dl. No controls were in use, and glucose strips are stored outside of the original container. A request was made for the return of the suspect device and replacement product was sent.